Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 4 was off the bus and cannot be recovered. The field service engineer (fse) identified that main drawers 4.1 and 4.2 were not detected on the bus. The back panel was removed to inspect cable connections and light emitting diode (led) indicators, and it was observed that there were no lights on any board associated with drawer 4. The station was shut down, and the module control board was replaced. After restarting the station, testing was performed using the hardware test application, and all tests passed successfully. An escort then performed an inventory count, which completed without issues, resolving the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 was off the bus and user could not be able to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.